Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip was missing scale marking and the stopper was defective. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: we identified that a product with irregular embolus and graduation failure was received.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe scale marking issue. The probable cause for the occurrence is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0,40%. Bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections and complaint evaluation, the batch involved in this complaint meet all acceptable quality levels (aqls), and were manufactured and released according to applicable procedures and specifications. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip was missing scale marking, issue with foreign matter, and the stopper was defective. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: we identified that a product with irregular embolus and graduation failure was received.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that before use of the bd plastipak¿ 10ml syringe slip tip was missing scale marking, issue with foreign matter, and the stopper was defective. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: we identified that a product with irregular embolus and graduation failure was received. F.10: device codes: 1354, 1675, 2944 h3 other text : see section h.10.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip was missing scale marking, issue with foreign matter, and the stopper was defective. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: we identified that a product with irregular embolus and graduation failure was received.